Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 we got the confirmation that the components from this case are not available for return. On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04/01/2015: lot 145917: (B)(4) stems manufactured and released on 11/13/2014. No anomalies found. To date, (B)(4) stems of the lot have been sold without any similar issue. Batch review of ceramic head performed on 03/19/2015, without any issue found: everything was in compliance with the specification valid at the time of production. On 03/11/2015, the medical affairs director made the following evaluation, checking the x-rays received with the complaint: joint dislocation is a possible occurrence in total hip arthroplasty. Although the stem may appear slightly undersized, there is no direct correlation with dislocation. However, it is an adverse effect more related to surgical aspects than directly to device parameters, as all the devices involved have been used in many thousands of cases with no significant dislocation patterns. It is well possible that a stem re-orientation was performed during revision surgery, in order to help stabilize the joint along with the larger diameter head and longer neck length.